Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a non-calcified and mildly tortuous, 80% stenosis lm- prox cx lesion. Previous bypass, lima graft to mid lad. Difficult lm to ostial take off. There was no damage noted to the device packaging. No issues were noted upon removing the device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure it was reported that the device did not pass through a previously deployed stent. Resistance was encountered while attempting to advance the stent but no excessive force used. The stent was delivered to left main. Angle of takeoff caused the catheter to drop out. Stent was then withdrawn from patient. A different catheter was selected, artery was re-ballooned and stent re-inserted. Just inside the left main the stent balloon automatically starting inflating at the proximal balloon end. In-deflator was untouched positioned on the table, under negative pre ssure. The stent catheter was immediately withdrawn with the stent dislodging in the femoral artery. Negative pressure was drawn as the stent came back to the femoral artery. The stent was not removed and remains in femoral artery. A new stent was positioned in coronary artery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.